Event description:
It was reported that while performing an idiopathic ventricular tachycardia (idvt) procedure, during ablation the patient began "not breathing very well". It was then noted that the patient went into asystolic and pacing was initiated. The patient was intubated and normal sinus rhythm returned. A transthoracic echo was then done. Results were unknown to the bwi field representative. A pericardiocentesis was in progress at time of the call. Upon requests from the bwi field representative, details were provided on the event. It was a right sided procedure. After a pvc activation map was created, the physician began ablating at the early site with no effect. The patient received 5 ablations in which it was believed they were no longer than 60 seconds each in length. The nurse noticed the patient wasn't breathing well. They were off ablation when the patient had a brief episode of asystole and was paced using the rv catheter. The patient's intrinsic rhythm resumed after less than a minute but was still not breathing. The ep lab staff administered oxygen by bmv for respiratory support until the emergency team arrived and the patient was intubated. The physician ordered a stat echo which showed a moderately sized effusion. The physician performed a pericardiocentesis resulting in a withdrawal of approximately 400cc of blood. There was no progression to the cardiac tamponade and the patient maintained a pulse throughout the event. An intravenous administration of levophed was started to support the patient's blood pressure. The patient was then transferred to ICU. The rf generator was set to temperature control mode and the power setting was 40 watts. There was no difficulty in manipulating the catheter. The physician stated that the perforation was most likely caused by the ablation.

Manufacturer narrative:
Investigation still in progress. A supplemental report or device evaluation will be submitted.concomitant products: product: carto 3 system.mfg #: m-4800-01.serial #: (B)(4).product: stockert 70 system.mfg #: m-5463-01.serial #: (B)(4).product: c3 webster quadrapolar with auto ID - fixed.mfg #: d-1085-254-s. Lot #: 15598697m.(B)(4).

Manufacturer narrative:
(B)(4). It was reported that while performing an idiopathic ventricular tachycardia (idvt) procedure, during ablation the patient began "not breathing very well". It was then noted that the patient went into asystolic and pacing was initiated. The patient was intubated and normal sinus rhythm returned. A transthoracic echo was then done. The physician performed a pericardiocentesis resulting in a withdrawal of approximately 400cc of blood. There was no progression to the cardiac tamponade and the patient maintained a pulse throughout the event. An intravenous administration of levophed was started to support the patient's blood pressure. The patient was then transferred to ICU. Upon receipt, the catheter was visually inspected and it was found in normal conditions. Then per the reported event, the catheter was tested and it passed electrical, temperature and generator tests. Also a deflection test was performed and the catheter passed all tests. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation, or tamponade. Since the catheter passed specifications, the root cause of the effusion remains unknown.